Manufacturer narrative:
The device was returned and evaluated. The lens was received in two pieces, each with an attached haptic. A cut and gouge were observed on the optic region. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Event description:
It was reported that the patient underwent a clear lens exchange procedure with implantation of an intraocular lens (iol) in the left eye (os). Approximately one week postoperatively, the patient complained of halos and glare. About three months after symptom onset, the initial iol was removed and replaced with a different model lens. In the surgeon's opinion, the most likely cause of the event was the lens. Additional information was requested but not received.